Event description:
The customer contacted philips healthcare to report that the heartstart xl defibrillator is experiencing the paddle cable failed in the self-check. There was no reported patient involvement.